Event description:
Situation: post-op patient being transferred to cticu with leaking IV site and foley bag dragging on floor during transport to room. Backgroiund/assessment: patient is s/p ascending aorta replacement with transverse hemiarch at 1830. Rn reports as patient traveling, the patient had uncontrolled hypertension on bedside monitor (sbp up to 150's) and app [redacted name] witnessed foley bag on ground, dragging with bed. [Redacted name] aprn picked up foley bag and placed on side of bed hook. Rn [redacted name] received patient in room, prior to receiving report from operating room team, [redacted name] hooked patient monitor up and began assessing lines. The operating room team reported "something is leaking, there is fluid on the bed." She noted cardene programed in the pump, and went to increase for hypertension while a peer removed hydromorphone and hydralazine from pyxis per app. [Redacted name] traced the cardene line, and elected to move the cardene off of the bridge typically used by anesthesia to a patient's open cvc lumen. Upon moving the connection, she noted a backflow of fluid out of the distal y-site, closest to the patient, from the cardene line. She placed an empty 3cc syringe on the line in an attempt to immediately stop the problem and ensure the medication was provided to the patient. However, the syringe filled up with medication. She administered the other medications mentioned prior (hydromorphone and hydralazine) while the cardene drip was removed from the pump, it is sequestered in the apsm office. Pump did not alarm a flow problem. Per clinical engineering, sending back to baxter for evaluation, shared with baxter, as well as interrogation log. Tubing being sent to baxter, baxter tubing code 2c8541. [Redacted name] tracker (B)(4). Manufacturer response for IV infusion pump and tubing, spectrum iq pump (per site reporter). E-mail communication with baxter contact.